Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blood glucose level of 517 mg/dl. The customer received a button error alarm from his/her insulin pump. The product is being returned. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker, and minor scratches on the display window.